Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown . Date explanted - (B)(6) 2014; (B)(6) 2015. PMA/510(k) number . Manufacture date ¿ unknown . Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent bilateral total hip arthroplasty on (B)(6) 1997. Subsequently, patient underwent a left hip revision on (B)(6) 2014 due to wear of the polyethylene liner. During the procedure, it was noted that the locking ring appear damaged. Patient underwent a right hip revision on (B)(6) 2015 due to wear of the polyethylene liner. The modular head and polyethylene liner were removed and replaced to complete both revision procedures. No further information has been provided.